Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the hand piece's jaws of the device was difficult to open, it was only able to partially open and the knife blade did not retract. There was no patient injury.